Manufacturer narrative:
The device has not been returned for investigation. The manufacturing records for this serial number were reviewed and nothing notable was observed. The user facility was unable to provide the disposable set used in this case, nor was a lot number provided. When the rapid infuser recognizes a situation that is compromising effective infusing, it stops pumping and heating, stops infusing fluid into the patient, displays an alarm message and instructions for corrective measure, and sounds an audible alarm. We have reached out to the user facility for additional information, and to request that the unit be returned for evaluation. Should additional information become available, a supplement report will be submitted accordingly.

Event description:
The user facility reported that there was an overheat incident after infusing for around 7 hours. The disposable set was discarded. The biomed cleaned up the unit and noticed a crack on the heater disk.